Event description:
Patient undergoing total hip arthroplasty when a zimmer drill bit broke during use. Surgeon transcribed during the drilling of one of the holes through the greater trochanter for securing his external rotators when it was noted that the drill bit was broken. Surgeon nor staff remember any time in which the drill bit was torqued and could not find anything upon inspection in the cavity or surgical field. An x-ray obtained under fluoroscopy and was shot across multiple planes. The bit was unable to be located. The x-ray was clear of any retained fragment/foreign objects. There was no injury to patient. The drill bit is a one time use item. Patient was sent to recovery and appears to be doing well. It has been determined these drill bits are maintained and serviced by zimmer.